Event description:
During an incident in 2003 involving a female patient who was awake and alert experiencing chest pains and shortness of breath, this defibrillator, attached with monitoring pads, continually shut down at the 2 minute mark even though ECG was present. The pt was transported to a hospital without incident. Later testing found that even though ECG was present, the "check electrodes" message on the screen never went away and the unit shut down at 2 minutes. This happened 3 times.